Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and a second proglide was used to achieved hemostasis. There were no reported pt adverse effects. Though requested, no additional info was available.